Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned qc and patient results for phosphorus on a cobas 8000 c 702 module. The customer provided results for 4 patient samples. Of the data provided, the results for 3 patient samples were discrepant. Patient 1 initial phosphorus result was 2.70 mmol/l. The sample was repeated on another line with a result of 1.98 mmol/l. On (B)(6) 2018 patient 2 initial phosphorus result was 3.56 mmol/l. The sample was repeated on another line with a result of 2.69 mmol/l. On (B)(6) 2018 patient 3 initial phosphorus result was 3.15 mmol/l. The sample was repeated on another line with a result of 2.26 mmol/l. There was no allegation that an adverse event occurred. The phosphorus reagent lot number and expiration date were not provided. The customer's precision data from (B)(6) 2018 showed some issues. The field service engineer (fse) visited the customer. Reagent probes were replaced and adjusted, measuring cells and the lamp were replaced, the ultra sonic mixer was checked and was fine, the gear pump pressure was adjusted and cell liquid volume was adjusted. Calibration and qc results were acceptable afterwards. The customer has had no further issues since the service visit.